Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the aniosgel hand sanitizer caused a burning sensation on their skin. The patient experienced red itchy patches on their skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).